Manufacturer narrative:
The customer replaced the wash probes but that did not resolve the issue. The customer removed reaction carousel wheel and found bluish green fluid had leaked out. A field service engineer (fse) went on-site and found 3 wash station probes with broken cuvette glass stuck in bottom aspiration port. Fse replaced the probes and performed alignments. Fse also replaced 8 dirty cuvettes and inspected all others. Fse ran qc and verified instrument operation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the cuvettes started failing and one of the wash probes was sprung. No injury was reported.